Manufacturer narrative:
Our internal convertors, states that due to no sample provided for review, a root cause or defect confimation could not be determined. The device history records and raw material history files were reviewed for this lot. There were no issues identified during the manufacture or subsequent quality inspections to account for this defect. This information has been added to our quality tracking system for trending purposes and will continue to monitor.

Event description:
The specimen gets caught in the needle. Patient had repeat bone marrow biopsy. No untoward effects to the patient.